Event description:
It was reported that a right ventricular (rv) lead revision was performed due to loss of capture, resulting in the repositioning of the rv lead. Additionally, more slack was added to the right atrial (ra) lead during the procedure. The patient had previously presented to the ER with intermittent second-degree heart block (2nd hb) and experienced a syncopal episode, though no injury occurred. The patient is reported to be doing well following the procedure. The same leads were used during the revision, and they remain in service. No further adverse patient effects were reported.